Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced erosion post procedure and needed surgery to remove the eroded mesh. The date the patient presented with erosion and the details of the surgery are unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that following implantation of the advantage transvaginal mid-urethral sling system during a procedure on (B)(6) 2009, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia (specifics and date/s of onset unknown). Reportedly, on (B)(6) 2010, she underwent corrective surgery (specifics unknown).